Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: aspirin, lipitor, janumet, risperdone, omeprazole. As gore was unable to determine which device was involved in the event if any; additional device(s) implanted/explanted include: plc271400/17374697 UDI: (B)(4) , plc231000/16386160 UDI: (B)(4), plc201000/17255463 UDI: (B)(4), pxl161407/15879652 UDI: (B)(4), pll161407/17449803 UDI: (B)(4). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement, conversion according to the instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: genetic connective tissue disease a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm, right common iliac artery aneurysm and a left hypogastric artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the patient underwent reintervention for treatment of an unknown endoleak and enlargement of the left hypogastric artery aneurysm to approximately 7 cm. The patient was converted to open repair and all devices were explanted and replaced with a tube graft. It was reported that the patient suffered from an unknown and undiagnosed connective tissue disorder which caused difficulties when sewing in the tube graft. The patient tolerated the procedure, but was transferred to the intensive care unit in unstable condition. There was no device deficiency reported, all explanted devices were discarded at the site. The patient was reported to be in stable condition on (B)(6) 2019.

Manufacturer narrative:
Corrected IFU statement: the instructions for use (IFU) for the gore® excluder® iliac branch endoprosthesis (ibe) states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement, conversion. Additiionally, according to the instructions for use (IFU), the safety and effectiveness of the gore® excluder® iliac branch endoprosthesis (ibe) have not been evaluated in the following patient populations: genetic connective tissue disease.